Event description:
It was reported that a guidewire coating issue occurred. The procedure involved accessing a stenosed target lesion located in the intracranial region. For this purpose, a 200cm x 10cm fathom-14 guidewire was selected. During the insertion process, it was observed that the guidewire had developed creases, and its coating had flaked off. Due to these issues, the original guidewire was replaced with another device of the same type, and the procedure was successfully completed. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis and inspected in accordance with the peripheral intervention product analysis guidelines established by bsc. Upon examination, the guidewire exhibited kinking at both the distal tip and the middle section. Additionally, peeling of the coating was observed.

Event description:
It was reported that a guidewire coating issue occurred. The procedure involved accessing a stenosed target lesion located in the intracranial region. For this purpose, a 200cm x 10cm fathom-14 guidewire was selected. During the insertion process, it was observed that the guidewire had developed creases, and its coating had flaked off. Due to these issues, the original guidewire was replaced with another device of the same type, and the procedure was successfully completed. There were no patient complications as a result of this event.